Event description:
A report was received that the pt had some drainage in his low back where the leads are exiting his skin and was experiencing a burning sensation. The pt's leads were pulled as the physician confirmed that the pt had infection as there was also grey and clear fluid that was draining through the leads themselves. The pt was later admitted to the hosp due to the infection, but the physician confirmed that the infection is not device related.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.